Manufacturer narrative:
An experienced ent surgeon, dr. (B)(6) (done nearly 100 mastoid obliterations with bonalive) has been consulted. He is familiar with chronic suppurative otitis media cases and he thinks that: "this is not caused by the glass granules. The reason for abscess is that there is no space for the fluid/exsudate because the mastoid is filled with bonalive. The only way out (exit) is the mastoid opening under the retro skinflap. Moreover there is "old" blood in the cavity between the glass granules, ideal milieu for bacteria to grow: warm, dark and moistly." In dr. (B)(6) opinion, the granules need not to be removed, instead, waiting patiently together with treatment every 2-3 days would be the right way. Earlier, before starting to use bonalive granules in cases with suppurative otitis media with mastoiditis, dr. (B)(6) inserted an infusion tube to the mastoid with suction every day for 1 week. Checking of the batch information is ongoing by the manufacturer (to ensure there is no batch related issues involved); so far no problems have been identified. Apatite test has been repeated to batch (B)(4); results are normal. Totally 100 units of batch (B)(4)(several granule fractions) have been distributed to several countries and no other complaints concerning this batch have been received. In two other complaints (four chronic mastoiditis patients from this same hospital/team) the granules have been removed. In these cases, root cause "inadequate covering of the granules" was suggested and solved by the surgeons in question. There is slight inconsistency between the batch information and the reported amount of granules used. Dr.(B)(6) wrote that for each patient, 1 unit was used. When more specific data was asked, the answer was that 1 unit, i.e. 2.5 cc, was used. However, there is no such product in batch (B)(4), only 2 cc products have been sent to the distributor in (B)(4). No products from this batch (B)(4) have been or are available in the us.

Manufacturer narrative:
The patient is fine. Checking of the batch information has been completed by the manufacturer; no batch related problems have been identified. As a result of manufacturer's root cause analysis and based on dr. (B)(6) medical opinion, the medical reason for this complication was collection of fluid in the mastoid area. The root cause why this happened is that there has been no specific instructions in the instructions for use (IFU) in case of excess fluid collection in the operated area (e.g. In closed cavity technique in mastoid obliteration). No special techniques have been included in the IFU as operative techniques vary a lot among surgeons, but IFU requires granules to be used by medically qualified professionals familiar with the required surgical technique including normal patient follow-up and fluid collection in the operation area was mentioned under complications in the instructions for use. As a preventive action, the IFU has been updated to ensure safer and more effective use. The following has been added under paragraph surgical procedure notes: "ensure that excess fluid is post-operatively properly drained from the surgical area". The new us IFU version is 81401b/3, last revised (B)(6) 2014. Since consulting about this matter, dr. (B)(6) had used post-operative drainage of the excess fluid in 20 patients with closed mastoid cavity operation. All 20 patients have healed without complications (email from dr. (B)(6) 2013).

Event description:
Two complications (two patients) were reported when using bonalive granules in the mastoid obliteration. The patients were the first ones which the operating surgeon operated with bonalive granules. Still, the team of surgeons in this clinic think that there is a possible problem when using bonalive in closed technique because they do not see these problems in cases with radical mastoid cavities. Separate 3500a forms have been completed for each patient. Patient 2: male, date of birth (B)(6) 1974 ((B)(6) years), chronic suppurative otitis media, cat right ear on (B)(6) 2013, with obliteration of mastoid with bonalive granules, on (B)(6) 2013 swelling behind ear and again initiated augmentin, finally also an abscess, performed drainage and on (B)(6) 2013 a surgery to remove bonalive, culture s. Aureus. Lot bg-15/11. According to the surgeon, all soft/pathological/infected tissue was removed, the bone was refreshed and 1 unit (2 cc) of granules was used to fill the defect. The defect was filled with 2/3rd granules and the rest (1/3rd) with cartilage or soluble collagen willowspon sponge (0.1 mm thick) (IFU instructs to fill the cavity completely with bonalive granules). Tissue glue was also used. As a consequence, the granules were covered with cartilage and soluble collagen willowspon sponge (0.1 mm thick), i.e. The granules were not in contact with the skin or subcutis. Patient was treated peri- and postoperatively with amoxicillin-clavulanic acid, 4dd 1100 mg daily IV and po 3dd 625 mg.